Event description:
The following was reported to hamilton medical ag: I am doing pm under warranty, when testing oxy mixer, oxygen % are not within the defined range in 2 minutes. I replaced good oxy cell cable, and then it is ok no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: I am doing pm under warranty, when testing oxy mixer, oxygen % are not within the defined range in 2 minutes. I replaced good oxy cell cable, and then it is ok. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).